Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged breathing black smoke, bladder problem, chest pain and headache. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.